Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited increased thresholds and impedance measurements. The patient had not been compliant with her follow-ups. The patient had experienced tachycardia episodes in the past for which she received appropriate therapy. Unspecified imaging was performed which revealed externalized conductors. The lead was capped and replaced on (B)(6) 2018. The patient was in stable condition throughout the procedure.